Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed because reprocessing could not be conducted properly due to leakage from multiple spots. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the air/water nozzle was clogged and had foreign material. In addition, the device evaluation found the following; the scope cover had a crack and was leaking; the bending section cover had a pinhole and had damage where the insulation resistance value at the distal end, did not meet standard value; the bending angle in the up direction did not meet the standard value, the image guide protector was shaved; the plastic distal end cover had a crack; the light guide lens had a crack; the bending section cover adhesive had wear and the connecting tube had a scratch and foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had damage due to water. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the connecting tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.